Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 44, 182 mg/dl. The customer was treated with the food. The troubleshooting was performed for low blood glucose. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Based on customer report customer does not allege insulin pump was over delivering the insulin pump will not be returned for analysis.